Manufacturer narrative:
According to the customer, after securing a drape with a metal clamp on the animal's skin for a procedure the animal "developed a burn after 5-7 days in the same area where the clamps were". The customer reported the animal required "laser treatment" and antibiotics. The customer reported the animal is currently undergoing therapy and not in the healing stage at this point. Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, after securing a drape with a metal clamp on the animal's skin for a procedure the animal "developed a burn after 5-7 days in the same area where the clamps were".